Manufacturer narrative:
Additional information: section d4 (sn) has been updated from (B)(6) to the product returned (B)(6). Section d4 (UDI), (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. Observed the returned sensor's poise voltage values within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced "nausea", "visual tests seen black", and self-treated by eating. When customer became unable to self-treat a non-healthcare professional performed a blood glucose measurement with result of 250 mg/dl and provided third-party treatment of an insulin injection (dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced "nausea", "visual tests seen black", and self-treated by eating. When customer became unable to self-treat a non-healthcare professional performed a blood glucose measurement with result of 250 mg/dl and provided third-party treatment of an insulin injection (dose unspecified). There was no report of death or permanent impairment associated with this event.